Manufacturer narrative:
The fse evaluated the instrument. The fse found the tubing through pinch valve pv37 and pv42 were cut. The fse replaced the tubing at both valves, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a blue leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.